Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and therefore, the customer was unable to interact with the pump. Reportedly, blood glucose (bg) elevated to around 600 (mg/dl). The contact administered a manual injection which resolved the elevated bg. The customer reverted to manual injections for insulin therapy.